Event description:
It was reported that device detachment occurred. A rotawire drive was selected for use. Prior to procedure, opened the wire and took it out of the tubing and it fell off. The procedure was completed with original method or device used. There were no complications, and patient was expected to fully recover.